Manufacturer narrative:
An event of damaged mechanical sizers was reported. It was reported that during procedure, it was noted that the sizer got broken. A returned device assessment could not be performed as the device was not returned for analysis. As the event is not reportable, a letter is not requested and there is no indication of a product issue no device history record or lot specific similar complaint review is required. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
N/a

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date, a mechanical sizer set was chosen for a procedure. During procedure, it was noted that the sizer got broken.

Manufacturer narrative:
An event of damaged mechanical sizers was reported. It was reported that during procedure, it was noted that the sizer got broken. A returned device assessment could not be performed as the device was not returned for analysis. As the event is not reportable, a letter is not requested and there is no indication of a product issue no device history record or lot specific similar complaint review is required. Based on the information received, the cause of the reported incident could not be conclusively determined.